Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test multiple times and the pump has a blank display. The customer's blood glucose reading was 151 mg/dl at the time of incident. Troubleshooting found that the display did not return after a new battery was installed. Customer indicated that they would have to call back to continue troubleshooting.